Event description:
It was reported there was an observed discrepancy of battery voltage measurements. The device was interrogated and the battery voltage was first 2.21 v and then 2.45 v. The voltage six months previously was 2.93, with approximately three years of remaining longevity. Low battery voltage was reported but the device was not showing eri (elective replacement indicator). Review of device data showed the battery voltage was close to 2.90 volts. No patient complications have been reported as a result of this event. Review of manufacturer's database shows the device is still in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows on (B) (6) 2009, the battery voltage measured under telemetry was 2.51v and via the overnight measurement the device measurement was 2.93v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.